Event description:
During an esophageal variceal ligation procedure, a cook 6 shooter saeed multi-band ligator was used. The four bands released together [premature deployment] while inspiring ligation (see MDR 1037905-2015-00073). The remaining 2 bands stayed on the ligator [unable to deploy bands] (see MDR 1037905-2015-00074). The procedure was finished with a new device. Other than the bands that were deployed, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: during the laboratory evaluation, the barrel with two bands remaining was visually examined. No defects or abnormalities were observed with the surface of the barrel, bands, or trigger cord that would contribute to band deployment difficulties. All string beads were in place prior to the functional evaluation. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device was attached to an olympus 2.8 channel gif q20 endoscope and the last two bands fired on simulated varices however, the bands did not constrict. The barrel with bands attached were disinfected in cydex solution prior to the evaluation which altered the elastic properties of the bands. The trigger cord was removed and the beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be manufactured correctly. The length of the trigger cord measured within tolerance. The trigger cord was intact and not broken. With the remaining bands deployed, the barrel was visually inspected and no defects were found that might lead to difficulty in band deployment. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Eight (8) mbl-6 devices were pulled from warehouse inventory and functional testing was performed. All bands of all devices successfully deployed on simulated varices and constricted upon deployment. Therefore all devices pulled from current inventory functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.